Event description:
Same as manufacturer number 6000093-2005-00118. During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. In 2005, the pt presented with the target vessel being the 95% stenosed, moderately calcified, non tortuous circumflex artery (cx). A bmw wire was inserted down the obtuse marginal artery (mo) and an allstar wire was inserted into the cx. The cx was then pre-dilated with a maverick 3.0 x 15 mm balloon and the bmw wire was removed. A taxus express2 3.0 x 20 mm drug eluting stent was deployed at 12 atms for 30 seconds. After 10 seconds, the physician pulled to remove the stent delivery device but there was resistance. The physician then inflated the balloon to 2 atms and deflated it. It still would not release. It was re-inflated to 12 atms and then deflated. They were then able to remove the device. The wire moved slightly. At this point they noticed that another stent was needed as the first was not long enough to cover the lesion. The physician then went down with the taxus express2 3.0 x 8 mm drug eluting stent and deployed it at 14 atms for 25 seconds. When they pulled to remove it, again there was resistance. They inflated the balloon to 2 atms and deflated it, but there was still resistance. They were unable to remove the balloon without the wire moving, so it was decided to remove both the balloon and wire together. For both sticking issues it could not be determined if the balloon was sticking to the wire or the stent. There were no pt complications.